Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10671. It was reported, the pt ((B)(6)) who was a subject in a dbs depression study was admitted to the hospital following a suicide attempt involving an overdose. The physician advised the event was related to the underlying condition of treatment-resistant depression; however, any relation to the device could not be ruled out. Further investigation identified the next plan of action was to admit the pt to the affective disorders unit for a more detailed assessment of his current mental state following discharge from the ICU. The pt reported, he took the overdose because, he was feeling increasingly depressed and stuck. No recent negative life event was reported or identified. The investigator had no reason to think that the stimulator stopped working; however, it cannot be confirmed that the dbs system is still on or functioning properly at this time. The investigator reported this event is thought to be potentially device related due to the fact they cannot rule out the pt's suicidal thoughts and deteriorated mental state is related to the dbs treatment. Please note: device info was requested for both the dbs ipg and the dbs lead associated with this event (device 2); however, no further info is available at this time.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.